Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporter is a synthes employee. H3, h4, h6: part: 314.050, lot: 3201859, manufacturing site: hägendorf, release to warehouse date: 01. July 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Engineers assessment: as can be seen from the photographs, the hex tightening area of the cannulated screwdriver is worn, burred and is showing a small crack. The lot I/d is 3201859. This complaint is due to wear and tear. The instrument will be disposed of. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, when attempting to use the cannulated screwdriver, it did not properly fit over the wire. Another set was used to complete the procedure. Concomitant devices reported: unknown wire (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for (B)(4).